Event description:
Reportedly, when the instrument was fired, the pusher bar aadvanced on first squeeze but not on 2nd squeeze. When the instrument was opened no staples were formed into the tissue. The surgeon sutured to complete the case. No pt injury. Procedure: colectomy.